Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 187 mg/dl, 100 mg/dl, and 61 mg/dl. Low blood glucose symptoms were reported with these results; the customer's spouse treated her with orange juice mixed with sugar (customer was unable to self treat). Requested return of suspect device and replacement was sent.